Event description:
It was reported that during replacement of a defibrillator, an insulation anomaly was noted on the atrial lead. The patient experienced syncope and dizziness. The physician repaired the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.